Event description:
It was reported that a patient underwent an incisional hernia on (B)(6) 2011 and mesh was used. During the procedure, the orc layer of the mesh detached from the mesh while placing the fixating sutures. The procedure was completed using a different device with no adverse patient consequences.

Manufacturer narrative:
Results: the returned mesh device was delaminated with some discoloration of the orc layer along some of the folds or edges, but the orc layer was intact. The returned device generated dust during handling, which was determined to be degraded pds. The sample contained perforations along the edges of the primary packaging, outside box, and the seal margin. Based on the nature and location of the defect, it is believed that this issue did not occur until the individual mesh box package was removed from the shipping box which contains multiple saleable units. The cardboard packaging and foil packaging sustained damage from an external source, which compromised the integrity of all the packaging. The source of the external damage could not be determined. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Delamination. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.